Event description:
It was reported that the patient had increased spasticity in her upper extremities since "sometime in january" of 2013, after being injured during a domestic dispute. On (B)(6) 2013, a rotor study was done that showed the rotors to be turning. A dye study was also done and showed "good flow" into the catheter. Additionally, the catheter was easily aspirated. "About a week" prior to this report date, the patient had a doctor appointment and received a "50 mcg bolus." This bolus did not result in any effect. The pump was replaced. The patient status was reported to be "alive - no injury/no adverse event." The pump was delivering lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump revealed no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.